Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. Upon investigation the cable connecting ECG electrodes a and b was intermittent at the +5v wire. The cause of the inability to complete testing is the intermittent wire. The root cause of the intermittent wire cannot be positively identified. No adverse event resulted from the intermittent wire.

Event description:
A us distributor returned an electrode belt indicating that it could not complete testing.